Event description:
It was reported that the device was used on a call with a (B)(6) female patient who had suffered minor trauma. It was reported that the device suddenly flickered with a simultaneous service indication illumination. No buttons were being pressed when the device flickered; the nibp had just finished a cycle. The customer does not remember being able to get any response from any buttons except the power button at that time. The device was then reported to power off on its own a few seconds later. The customer was facing the patient when this occurred and only noticed it when they heard the beep of the device powering back on. At that time the customer faced the device and observed the "power on" screen. The device was manually cycled on and off four or five times. There was no report of compromise to patient care due to the reported issue. The patient was discharged from the hospital before the customer left the ER.

Manufacturer narrative:
Physio-control further evaluated the removed modem cable assembly and the modem pc card at the failure analysis center and determined the cause of the failure to be due to a short in the flex cable of the modem cable assembly. No failure of the modem pc card was observed and it was confirmed to be an ancillary replaced part.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the modem cable assembly and the modem pc card to observe proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.